Manufacturer narrative:
Device manufacture date was unk at the time of this report. Per the reported event, the reported issue was due to incorrect setup of the reference frame by the operator, and not a malfunction of the device. The software investigation found that the system behaved as designed. There were no further issues.

Event description:
A site rep reported that the doctor was getting red status on the instrument during a cranial case. The doctor completed a successful registration and they just went sterile. She confirmed that both the probe and the frame were green status. The doctor had already moved on with the tumor resection without the use of the navigation system. After troubleshooting over the phone with the site rep, it was discovered that the reference frame was put on upside down. There was no impact to the pt.